Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a prolonged low blood glucose after earlier high readings and increasingly aggressive insulin dosing; the user announced a meal when glucose was 69 mg/dl, treated with oral glucose, and the glucose reached 99 mg/dl by the end of the call. Symptoms included hypoglycemia following a prior period of hyperglycemia. Outcomes included classification as a serious illness/impairment and an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, insufficient information regarding a device problem, and no identified device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.